Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 129 mg/dl and the sensor glucose was 295 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer reported that the blood glucose level was high and the blood glucose level was 289 mg/dl. The customer declined troubleshooting for high blood glucose level. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity test, and sensor passed per specification. Performed bicarbonate buffer test, sensor failed per specifications due to low readings.